Event description:
It was reported that patient developed new pain pattern prevalent on the left side of the body. Surgical intervention was undertaken where physician removed lead but was unable to replace lead to get left sided coverage that was desired, so then physician and patient opted to remove system completely. Investigation was unable to determine which of the leads attributed to the event. Additional surgical intervention may take place to address the issue since patient is being referred for a paddle.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: lead, model:3186, UDI: (B)(4), serial:(B)(6), batch: a000096659. B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Patient weight is unknown).